Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported that a segment was missing from the display. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damages or defects. Power-on test was performed. The device does turn on using batteries. The middle digit of the red led display on the device does not illuminate. The device was verified operationally and functionally. The device was able to obtain readings. The unit was found to visually and audibly alarm during alarm conditions. Internal inspection revealed a poor solder joint on q5 component causing the middle digit to not illuminate. When mechanical pressure was put on q5, the middle digit began illuminating. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that a segment was missing from the display. No consequences or impact to patient were reported.